Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to a review of secondary data sources of a study, multiple complications were observed. In the esophageal only group, there were 325 total patients, with 4 anastomotic leaks, 37 blood transfusions, 5 esophageal perforations, 5 infections, and 38 30-day readmissions. In the bariatric/gastric only group, there were 6,553 total patients, with 6 anastomotic leaks, 132 blood transfusions, 7 infections, 4 gastric strictures, and 300 30-day readmissions. In the esophageal and bariatric/gastric group, there were 303 total patients, with 8 anastomotic leaks, 27 blood transfusions, 6 esophageal perforations, 3 infections, 4 gastric strictures, and 31 30-day readmissions. In the colorectal only group, there were 1,927 total patients, with 18 anastomotic leaks, 114 blood transfusions, 10 infections, and 138 30-day readmissions.